Manufacturer narrative:
The pump passed the displacement, self test, off no power, unexpected restart, rewind, and basic occlusion tests. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to a prime/fill anomaly. The pump was monitored, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly was noted. No watchdog alarm/anomaly was noted. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 96 mg/dl. Customer stated that there is crack on the reservoir area. Customer has no idea how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined troubleshooting for blank display and moisture damage.